Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The technical investigation showed that the balloon is well folded and shows no signs of inflation. The stent is not deformed or damaged. The crimped diameter of the stent complies with the specification. The angiographic material provided shows the treatment of the target lesion with different balloons and a stent. The actual complaint event is not visible. Review of the angiographic material did therefore not lead to any further information regarding the nature of the complaint. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
The lcx lesion could not be crossed with the orsiro device. Another device was used.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The technical investigation showed that the balloon is well folded and shows no signs of inflation. The stent is not deformed or damaged. The crimped diameter of the stent complies with the specification. The angiographic material provided shows the treatment of the target lesion with different balloons and a stent. The actual complaint event is not visible. Review of the angiographic material did therefore not lead to any further information regarding the nature of the complaint. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.